Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise along with non-capture at 7.5v. There were also high pacing thresholds. It was noted that there was no pacing inhibition. The physician attempted to reprogram the system to bipolar and unipolar sensing configurations, but, ultimately, this lead was revised. Initially, the physician planned to reposition the lead but found that it had migrated to a new location that was not optimal for this patient. Therefore, this lead was explanted, and a new rv lead was successfully placed. No additional adverse patient effects were reported. This product has been returned to boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities outside of expected surgery-related damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise along with non-capture at 7.5v. There were also high pacing thresholds. It was noted that there was no pacing inhibition. The physician attempted to reprogram the system to bipolar and unipolar sensing configurations, but, ultimately, this lead was revised. Initially, the physician planned to reposition the lead but found that it had migrated to a new location that was not optimal for this patient. Therefore, this lead was explanted, and a new rv lead was successfully placed. No additional adverse patient effects were reported. This product has been returned to boston scientific for further investigation.